Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an adverse event while the device was in use with a patient. At 1000, the device was programmed to deliver dobutamine (250mg/100ml of saline solution) at 4ml per hour via a central line that was inserted into he right jugular, and the delivery was started. No further programming parameters were provided. It was reported that at the beginning, the delivery was normal; however, after an unspecified length of time, the nurse reported the device began to generate blood backflow (aspirate) the patient's blood instead of delivery the solution. It was unspecified the volume of the blood backflow seen. After an unspecified length of time, it was reported the patient had bradycardia and hypotension due to the event. No specific heart rate or blood pressure parameters were provided. The device was removed from clinical use. Therapy was resumed using a replacement device. The patient was reported to stabilize when the therapy was resumed. The patient has been reported to be recovered. The customer contact reported no additional medical intervention was required. Though requested, no additional information was provided.